Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain luq') and device dislocation ('device migration') in a 45-year-old female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2011, abortion (patient attended the clinic for assessment for termination of pregnancy . On (B)(6) 2011, she will go approximately 8+4 week - unwanted pregnancy) on (B)(6) 2011, palpitations on (B)(6) 2011, flank pain on (B)(6) 2011, back pain on (B)(6) 2011, biliary colic on (B)(6) 2011, sinus tachycardia on (B)(6) 2011, constipation chronic (problems irritable bowel syndrome right upper quadrant discomfort with burning sensation) on (B)(6) 2009, nausea on (B)(6) 2009, low back pain on (B)(6) 2009, bloating on (B)(6) 2009, constipation (for 4 days) on (B)(6) 2009, anxiety in (B)(6) 2009, breast tenderness in (B)(6)2007, breast swelling in (B)(6) 2007, breast discharge in march 2007, irritable bowel syndrome, heavy periods and parity 2. Previously administered products included for an unreported indication: mirena on (B)(6) 2004 and cerazette. Concomitant products included macrogol;potassium chloride;sodium bicarbonate;sodium chloride since (B)(6) 2019 for constipation, hyoscine butylbromide (buscopan) for irritable bowel syndrome, bevacizumab until (B)(6) 2020 and carboplatin until (B)(6)may 2020 for ovarian carcinoma as well as bisacodyl (womens laxative). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy/abnormal bleeding") and pain ("localised pain"). The patient was treated with ibuprofen, paracetamol and surgery (essure removed on (B)(6) 2019 via hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage and pain had resolved. The reporter considered device dislocation, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: essure removed on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? No" reported for heavy/abnormal bleeding and localised pain (newly added events, outcomes regarded as "resolved"). On (B)(6) 2019, the patient was diagnosed with ovarian cancer (malignant neoplasm of ovary) and on (B)(6) 2019, the surgeries were performed (supra-colic omentectomy, ablation of diseases in the hemi-diaphragm, ablation of mesenteric disease of the small intestine, rectosigmoid colectomy with primary anastomosis with formation of a dysfunctional loop liestomy, adhesiolysis and peritoneal ureterolysis of separation of the anterior abdominal wall) - diagnosis: invasive cancer. On (B)(6) 2020, the patient was diagnosed: pleural effusion, primary malignant neoplasm of ovary acute. Operative procedure: insertion of tube drain into pleural cavity, approach to organ under CT scan control, left side operation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: normal. Endoscopy upper gastrointestinal tract - on (B)(6) 2016: normal. Hysteroscopy - on (B)(6) 2015: normal anteverted uterus, not bulky and no polys or fibroid werte. The right essure was clearly seen with coils in the cavity. Only the very tip of the left essure was visible. A novasure ablation was carrier out. Stomach scan - on (B)(6) 2016: normal. X-ray - on (B)(6) 2014: two small metallic wires projected on either side of the sacrum. No bony abnormality. Normal joints.. Lot number: b06102 manufacturing date:2013-03 expiration date:2016-03. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2021: the outcome for luq pain was updated, medical history, concomitant and historical drugs were received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and device dislocation ('device migration'). In a female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy/abnormal bleeding") and pain ("localised pain"). The patient was treated with surgery (essure removed on (B)(6) 2019 via hysterectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. And the genital haemorrhage and pain had resolved. The reporter considered device dislocation, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: essure removed on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? No". Reported for heavy/abnormal bleeding and localised pain (newly added events: outcomes regarded as "resolved"). Lot number#: b06102, manufacturing date:2013-03, expiration date:2016-03. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, new events added: device migration, heavy/abnormal bleeding and localised pain. Essure removed on (B)(6) 2019 via hysterectomy. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. B06102) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure lot number b06102 was inserted on (B)(6) 2014. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / pain luq"), uterine perforation ("the radiologist has commented one of essure coils has been perforated uterus"), device dislocation ("device migration/small foreign body in uterus"), genital haemorrhage ("heavy/abnormal bleeding") and death ("death") in a 45 year-old female patient who had essure inserted (lot no. B06102). Additional non-serious events are detailed below. The patient had a medical history of abortion (patient attended the clinic for assessment for termination of pregnancy . On (B)(6) 2011, she will go approximately 8+4 week - unwanted pregnancy), pregnancy, sinus tachycardia, biliary colic, back pain, flank pain and palpitations in 2011, constipation chronic (problems irritable bowel syndrome right upper quadrant discomfort with burning sensation), constipation (for 4 days), bloating, low back pain, nausea and anxiety in 2009, breast discharge, breast swelling and breast tenderness in 2007 and painful periods, heavy periods, menstrual disorder, parity 2, heavy periods and irritable bowel syndrome. Previously administered products included: mirena and cerazette [cefaloridine]. As concurrent condition the report mentioned abdominal pain. Concomitant products included macrogol for constipation since (B)(6) 2019, bevacizumab for ovarian cancer until (B)(6) 2020, carboplatin for ovarian cancer until (B)(6) 2020, buscopan (hyoscine butylbromide) for irritable bowel syndrome and womens laxative (bisacodyl). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required) and pain ("localised pain"). The patient was treated with ibuprofen and paracetamol as well as surgery (essure removed on (B)(6) 2019 via hysterectomy and endometrial ablation). Death occurred on an unknown date. By the time of death, the genital haemorrhage and pain had resolved. The outcomes for uterine perforation and device dislocation were unknown. The reporter considered device dislocation, genital haemorrhage, pain, pelvic pain and uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to death. The reporter commented: essure removed on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? No" reported for heavy/abnormal bleeding and localised pain (newly added events, outcomes regarded as "resolved"). On (B)(6) 2019, the patient was diagnosed with ovarian cancer (malignant neoplasm of ovary) and on (B)(6) 2019, the surgeries were performed (supra-colic omentectomy, ablation of diseases in the hemi-diaphragm, ablation of mesenteric disease of the small intestine, rectosigmoid colectomy with primary anastomosis with formation of a dysfunctional loop liestomy, adhesiolysis and peritoneal ureterolysis of separation of the anterior abdominal wall) - diagnosis: invasive cancer. On (B)(6) 2020, the patient was diagnosed: pleural effusion, primary malignant neoplasm of ovary acute. Operative procedure: insertion of tube drain into pleural cavity, approach to organ under CT scan control, left side operation. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram head] on (B)(6) 2017: normal [endoscopy upper gastrointestinal tract] on (B)(6) 2016: normal [hysteroscopy] on (B)(6) 2015: normal anteverted uterus, not bulky and no polys or fibroid werte. The right essure was clearly seen with coils in the cavity. Only the very tip of the left essure was visible. A novasure ablation was carrier out [stomach scan] on (B)(6) 2016: normal [ultrasound scan] on (B)(6) 2019: which has shown a large volume of ascites but no obvious mass within abdomen or pelvis the radiologist has commented one of essure coils has been perforated the uterus. [X-ray] on (B)(6) 2014: two small metallic wires projected on either side of the sacrum. No bony abnormality. Normal joints. Lot number: b06102 manufacturing date:2013-03 expiration date:2016-03. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: event death added. New reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a female patient who had essure (batch no. B06102) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Lot number#: b06102, manufacturing date: 2013-03, expiration date: 2016-03. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain luq'), uterine perforation ('the radiologist has commented one of essure coils has been perforated uterus'), device dislocation ('device migration') and genital haemorrhage ('heavy/abnormal bleeding') in a 45-year-old female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2011, abortion (patient attended the clinic for assessment for termination of pregnancy . On (B)(6) 2011, she will go approximately 8+4 week - unwanted pregnancy) on (B)(6) 2011, palpitations on (B)(6) 2011, flank pain on (B)(6) 2011, back pain on (B)(6) 2011, biliary colic on (B)(6) 2011, sinus tachycardia on (B)(6) 2011, constipation chronic (problems irritable bowel syndrome right upper quadrant discomfort with burning sensation) on (B)(6) 2009, nausea on (B)(6) 2009, low back pain on (B)(6) 2009, bloating on (B)(6) 2009, constipation (for 4 days) on (B)(6) 2009, anxiety in (B)(6) 2009, breast tenderness in (B)(6) 2007, breast swelling in (B)(6) 2007, breast discharge in (B)(6) 2007, irritable bowel syndrome, heavy periods, parity 2 and menstrual disorder. Previously administered products included for an unreported indication: mirena on (B)(6) 2004 and cerazette. Concurrent conditions included abdominal pain. Concomitant products included macrogol since (B)(6) 2019 for constipation, hyoscine butylbromide (buscopan) for irritable bowel syndrome, bevacizumab until (B)(6) 2020 and carboplatin until (B)(6) 2020 for ovarian carcinoma as well as bisacodyl (womens laxative). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and pain ("localised pain"). The patient was treated with ibuprofen, paracetamol and surgery (essure removed on (B)(6) 2019 via hysterectomy. And endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved, the uterine perforation and device dislocation outcome was unknown and the genital haemorrhage and pain had resolved. The reporter considered device dislocation, genital haemorrhage, pain, pelvic pain and uterine perforation to be related to essure. The reporter commented: essure removed on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? No" reported for heavy/abnormal bleeding and localised pain (newly added events, outcomes regarded as "resolved"). On (B)(6) 2019, the patient was diagnosed with ovarian cancer (malignant neoplasm of ovary) and on (B)(6) 2019, the surgeries were performed (supra-colic omentectomy, ablation of diseases in the hemi-diaphragm, ablation of mesenteric disease of the small intestine, rectosigmoid colectomy with primary anastomosis with formation of a dysfunctional loop liestomy, adhesiolysis and peritoneal ureterolysis of separation of the anterior abdominal wall) - diagnosis: invasive cancer. On (B)(6) 2020, the patient was diagnosed: pleural effusion, primary malignant neoplasm of ovary acute. Operative procedure: insertion of tube drain into pleural cavity, approach to organ under CT scan control, left side operation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2017: normal. Endoscopy upper gastrointestinal tract - on (B)(6) 2016: normal. Hysteroscopy - on (B)(6) 2015: normal anteverted uterus, not bulky and no polys or fibroid werte. The right essure was clearly seen with coils in the cavity. Only the very tip of the left essure was visible. A novasure ablation was carrier out. Stomach scan - on (B)(6) 2016: normal. Ultrasound scan - on (B)(6) 2019: which has shown a large volume of ascites but no obvious mass within abdomen or pelvis the radiologist has commented one of essure coils has been perforated the uterus.. X-ray - on (B)(6) 2014: two small metallic wires projected on either side of the sacrum. No bony abnormality. Normal joints.. Lot number: b06102, manufacturing date:2013-03, expiration date:2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2022: medical record received. Event uterine perforation was added. Endometrial ablation was added to event bleeding. Medical history & lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of death ("death"), pelvic pain ("pain / pain luq"), uterine perforation ("the radiologist has commented one of essure coils has been perforated uterus"), device dislocation ("device migration/small foreign body in uterus") and genital haemorrhage ("heavy/abnormal bleeding") in a 45 year-old female patient who had essure inserted (lot no. B06102). Additional non-serious events are detailed below. The patient had a medical history of abortion (patient attended the clinic for assessment for termination of pregnancy . On (B)(6) 2011, she will go approximately 8+4 week - unwanted pregnancy), pregnancy, sinus tachycardia, biliary colic, back pain, flank pain and palpitations in 2011, constipation chronic (problems irritable bowel syndrome right upper quadrant discomfort with burning sensation), constipation (for 4 days), bloating, low back pain, nausea and anxiety in 2009, breast discharge, breast swelling and breast tenderness in 2007 and painful periods, heavy periods, menstrual disorder, parity 2, heavy periods and irritable bowel syndrome. Previously administered products included: mirena and cerazette [cefaloridine]. As concurrent condition the report mentioned abdominal pain. Concomitant products included macrogol for constipation since (B)(6) 2019, bevacizumab for ovarian cancer until (B)(6) 2020, carboplatin for ovarian cancer until may 2020, buscopan (hyoscine butylbromide) for irritable bowel syndrome and womens laxative (bisacodyl). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required) and pain ("localised pain"). The patient was treated with ibuprofen and paracetamol as well as surgery (essure removed on (B)(6) 2019 via hysterectomy. And endometrial ablation). Death occurred on (B)(6) 2022. By the time of death, the genital haemorrhage and pain had resolved. The outcomes for uterine perforation and device dislocation were unknown. The reporter considered device dislocation, genital haemorrhage, pain, pelvic pain and uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to death. The reporter commented: essure removed on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? No" reported for heavy/abnormal bleeding and localised pain (newly added events, outcomes regarded as "resolved"). On (B)(6) 2019, the patient was diagnosed with ovarian cancer (malignant neoplasm of ovary) and on (B)(6) 2019, the surgeries were performed (supra-colic omentectomy, ablation of diseases in the hemi-diaphragm, ablation of mesenteric disease of the small intestine, rectosigmoid colectomy with primary anastomosis with formation of a dysfunctional loop liestomy, adhesiolysis and peritoneal ureterolysis of separation of the anterior abdominal wall) - diagnosis: invasive cancer. On (B)(6) 2020, the patient was diagnosed: pleural effusion, primary malignant neoplasm of ovary acute. Operative procedure: insertion of tube drain into pleural cavity, approach to organ under CT scan control, left side operation. Consumers instructions were that she became aware her symptoms may be linked to the essure device on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram head] on (B)(6) 2017: normal [endoscopy upper gastrointestinal tract] on (B)(6) 2016: normal [hysteroscopy] on (B)(6) 2015: normal anteverted uterus, not bulky and no polys or fibroid werte. The right essure was clearly seen with coils in the cavity. Only the very tip of the left essure was visible. A novasure ablation was carrier out [stomach scan] on (B)(6) 2016: normal [ultrasound scan] on (B)(6) 2019: which has shown a large volume of ascites but no obvious mass within abdomen or pelvis the radiologist has commented one of essure coils has been perforated the uterus. [X-ray] on (B)(6) 2014: two small metallic wires projected on either side of the sacrum. No bony abnormality. Normal joints. Lot number: b06102 manufacturing date:2013-03 expiration date:2016-03. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: date of death added. New reporter (lawyer) added. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of death ("death"), pelvic pain ("pain / pain luq"), uterine perforation ("the radiologist has commented one of essure coils has been perforated uterus"), device dislocation ("device migration/small foreign body in uterus"), several episodes of genital haemorrhage ("heavy/abnormal bleeding" and "abnormal bleeding") and ovarian cancer ("ovarian cancer") in a 45 year-old female patient who had essure inserted (lot no. B06102). Additional non-serious events are detailed below. The patient had a medical history of elective abortion (patient attended the clinic for assessment for termination of pregnancy. On (B)(6) 2011, she will go approximately 8+4 week - unwanted pregnancy), pregnancy, sinus tachycardia, biliary colic, back pain, flank pain and palpitations in 2011, constipation chronic (problems irritable bowel syndrome right upper quadrant discomfort with burning sensation), constipation (for 4 days), bloating, low back pain, nausea and anxiety in 2009, breast discharge, breast swelling and breast tenderness in 2007 and aspiration pneumonia, flank pain, pulmonary embolism, painful periods, heavy periods, menstrual disorder, parity 2, heavy periods and irritable bowel syndrome. Previously administered products included: mirena and cerazette [cefaloridine]. Concurrent conditions were listed as heavy periods, bleeding and abdominal pain. Concomitant products included macrogol for constipation since (B)(6) 2019, bevacizumab for ovarian cancer until (B)(6) 2020, carboplatin for ovarian cancer until (B)(6) 2020, buscopan (hyoscine butylbromide) for irritable bowel syndrome and womens laxative (bisacodyl). On (B)(6) 2014, the patient had essure inserted. In 2019 she was found to have ovarian cancer (seriousness criterion medically important). On unknown date she experienced pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), a first episode of genital haemorrhage (seriousness criteria medically important and intervention required), pain ("localised pain"), bladder disorder ("mplications including bladder, bowel and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel and urinary problems"), a second episode of genital haemorrhage, abdominal distension ("bloating"), hydrosalpinx ("fluid in the fallopian tube") and abdominal pain upper ("still getting pains from luq"). The patient was treated with ibuprofen and paracetamol as well as surgery (essure removed on (B)(6) 2019 via hysterectomy. Essure was removed on (B)(6) 2019. And endometrial ablation). Death occurred on (B)(6) 2022. By the time of death, the pain had resolved. The outcomes for uterine perforation, device dislocation, bladder disorder, gastrointestinal disorder, abdominal distension, hydrosalpinx, abdominal pain upper, ovarian cancer and the last episode of genital haemorrhage were unknown. The reporter considered abdominal distension, abdominal pain upper, bladder disorder, device dislocation, gastrointestinal disorder, the first episode of genital haemorrhage, the second episode of genital haemorrhage, hydrosalpinx, ovarian cancer, pain, pelvic pain, urinary tract disorder and uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to death. The reporter commented: essure removed on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? No" reported for heavy/abnormal bleeding and localised pain (newly added events, outcomes regarded as "resolved"). On (B)(6) 2019, the patient was diagnosed with ovarian cancer (malignant neoplasm of ovary) and on (B)(6) 2019, the surgeries were performed (supra-colic omentectomy, ablation of diseases in the hemi-diaphragm, ablation of mesenteric disease of the small intestine, rectosigmoid colectomy with primary anastomosis with formation of a dysfunctional loop liestomy, adhesiolysis and peritoneal ureterolysis of separation of the anterior abdominal wall) - diagnosis: invasive cancer. On (B)(6) 2020, the patient was diagnosed: pleural effusion, primary malignant neoplasm of ovary acute. Operative procedure: insertion of tube drain into pleural cavity, approach to organ under CT scan control, left side operation. Consumers instructions were that she became aware her symptoms may be linked to the essure device on (B)(6) 2019 admitted to hospital due to increased sob. She had an echo which rules out pericardial effusion. Struggling over weekend with worsening symptoms ascites pleural effusion. Suspected uti. Complex admission with multiple diagnoses. Tubo-ovarian cancer. Hydronephrosis req. Rapid pall discharge. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2021: recurrent high-grade serous carcinoma, in keeping with tubo-ovarian origin. Stage 4a ovarian high grade serous cancer [computerised tomogram] on (B)(6) 2019: small right sided pleural effusion along with ascites ¿ significant amount of fluid drained but reasonable amounts of fluid reaccumulating in her abdomen; on (B)(6) 2021: there is bilateral filling defect in the segmental pulmonary artery branches of the right lower lobe middle lobe, right upper lobe and left lower lobes. Appearances are consistent with pe. More worryingly, there is a large pericardial effusion, with features suggestive of cardiac tamponade [computerised tomogram head] on (B)(6) 2017: normal [hysteroscopy] on (B)(6) 2015: normal anteverted uterus, not bulky and no polys or fibroid werte. The right essure was clearly seen with coils in the cavity. Only the very tip of the left essure was visible. A novasure ablation was carrier out [mammogram] on (B)(6) 2019: ense breast parenchyma with no abnormal masses or microcalcification [oesophagogastroscopy] on (B)(6) 2016: normal [pathology test] (date unknown): patient diagnosed with high grade serous carcinoma. Sections derived from a pathology sample containing tumour tissue stated to have 20-50% neoplastic cell content have been sent for somatic brca1/2 mutation testing. Germline brca1/2 status is wild-type result: no pathogenic mutation detected. Comments: no clearly pathogenic brca1/2 mutation was identified. During analysis we did identify a variant of unknown clinical significance brca2 c.8332-11a>t in 6% reads. Specimens: a. Omentum. B. Uterus, cervix, tubes and ovaries. C. Anterior abdominal wall. D. Sigmoid donut. E. Rectal donut. F. Deposits from upper abdomen. G. Right anterior abdominal wall. H. Rectosigmoid colon. J. Tumour from anterior abdominal hernia wall. K. Right paracolic gutter. L. Tumour deposits from small bowel. Clinical information: high grade serous carcinoma on cytology. Today had debulking surgery gross description: uterus, cervix, both tubes and ovaries: the hysterectomy specimen measures 85 mm from fundus to cervical os, approximately 45 mm transversely. And 40 mm anteroposteriorly the endometrium appears ablated and there is possible old blood clot at the isthmus measuring up to 10 mm. The myometrium otherwise appears largely normal. The serosal aspect is markedly roughened with possible tumour nodularity at the anterior peritoneal reflexion the left fallopian tube has a length of 45 mm and measures 7 mm in diameter. The fimbrial end is included. The left ovary measures 38 x 35 x 32 mm and appears disrupted with marked roughening of the surface with a solid and cystic appearance. Slicing reveals possible involvement of the surface by tumour with some cystic spaces with internal papillary projections also noticed. The right fallopian tube measures 45 mm in length by 7 mm in diameter and includes fimbrial end. The right ovary measures 38 x 28 x 22 mm and is roughened and slightly nodular on the surface. Slicing reveals ossible involvement by tumour with focal cystic space also noted and tumour nodules on the surface. Of note metal wires are present in the lumens of both fallopian tubes. Microscopy: uterus, cervix, both tubes and ovaries. Sections from the cervix show normal ectocervical and endocervical epithelia. There is no cin, cgin or invasive malignancy. The cystic lesion noted macroscopically is inspissated endocervical secretions within the canal. There is no atypia or malignancy. The endometrium appears ablated with no residual endometrial epithelium to see. The serosal surface is infiltrated by high grade serous carcinoma. Sections from both ovaries reveals that they are infiltrated by high-grade serous carcinoma associated with psammomatous calcification. There is focal serosal surface infiltration by high-grade serous carcinoma. Final diagnoses: uterus, cervix, bilateral fallopian tubes and ovaries, right and left anterior abdominal wall, anterior abdominal hernia wall, upper abdomen, omentum, rectosigmoid colon, right paracolic gutter and small bowel: high-grade serous carcinoma of likely ovarian origin involving both ovaries - involves omentum and surfaces of right and left abdominal wall, anterior abdominal hernia wall, upper abdomen, rectosigmoid colon, right paracolic gutter, uterus and tubes and small bowel. -vessel space invasion identified -no involvement of muscularis propria or mucosa of large bowel -largest omental deposit 45mm (macroscopic) - no stic lesions identified peritoneal washings positive, [stomach scan] on (B)(6) 2016: normal [ultrasound scan] on (B)(6) 2019: shows a 16mm area of fibrosis; on (B)(6) 2019: which has shown a large volume of ascites but no obvious mass within abdomen or pelvis the radiologist has commented one of essure coils has been perforated the uterus.; on (B)(6) 2019: hows left sided mass maybe malignant ascites. Cytology of fluid are those of high-grade serous adenocarcinoma of primary peritoneal or tubo-ovarian origin; (date unknown): feels ascites would be drainable, best approach would be from left flank 7cm in both rif and lif left flank measuring 60 x 68 x 61 mm. Does not appear connected with a kidney or communicate with the remaining ascites. Left iliac fossa large pocket of free fluid was targeted for drainage [x-ray] on (B)(6) 2014: two small metallic wires projected on either side of the sacrum. No bony abnormality. Normal joints. And fluid in the fallopian tube. Lot number: b06102, manufacturing date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 20-may-2024: new events ovarian cancer, bladder disorder, bowel disorder & urinary problems, genital bleeding, essure removal complication, bloating & fluid in the fallopian tube were added. Reporter information added. Lab data updated. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fatal cerebrovascular accident ("cerebrovascular accident"), fatal ovarian cancer metastatic ("metastatic tubo-ovarian cancer"), fatal acute kidney injury ("acute kidney injury"), pelvic pain ("pain / pain luq"), uterine perforation ("the radiologist has commented one of essure coils has been perforated uterus"), device dislocation ("device migration/small foreign body in uterus") and several episodes of genital haemorrhage ("heavy/abnormal bleeding" and "abnormal bleeding") in a 45 year-old female patient who had essure inserted (lot no. B06102). Additional non-serious events are detailed below. The patient had a medical history of elective abortion (patient attended the clinic for assessment for termination of pregnancy . On (B)(6) 2011, she will go approximately 8+4 week - unwanted pregnancy), pregnancy, sinus tachycardia, biliary colic, back pain, flank pain and palpitations in 2011, constipation chronic (problems irritable bowel syndrome right upper quadrant discomfort with burning sensation), constipation (for 4 days), bloating, low back pain, nausea and anxiety in 2009, breast discharge, breast swelling and breast tenderness in 2007 and lower respiratory tract infection, pulmonary embolism, pericardial effusion, ascites, abdominal distension, vomiting, nausea, ovarian cancer (cardiology clinic now. She had surgery for high grade carcinoma of ovarian origin. She received chemotherapy that was completed on (B)(6) 2020.), cesarean section, tonsillectomy, dysmenorrhea, aspiration pneumonia, flank pain, pulmonary embolism, painful periods, heavy periods, menstrual disorder, parity 2, heavy periods and irritable bowel syndrome. Previously administered products included: mirena and cerazette [cefaloridine]. Concurrent conditions were listed as heavy periods, bleeding and abdominal pain. Concomitant products included macrogol for constipation since (B)(6) 2019, bevacizumab for ovarian cancer until (B)(6) 2020, carboplatin for ovarian cancer until (B)(6) 2020, buscopan (hyoscine butylbromide) for irritable bowel syndrome and womens laxative (bisacodyl). On (B)(6) 2014, the patient had essure inserted. In 2019 she was found to have ovarian cancer metastatic (seriousness criterion death). On unknown date she experienced cerebrovascular accident (seriousness criterion death), acute kidney injury (seriousness criterion death), pelvic pain (seriousness criterion intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), a first episode of genital haemorrhage (seriousness criteria medically important and intervention required), pain ("localised pain"), bladder disorder ("mplications including bladder, bowel and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel and urinary problems"), a second episode of genital haemorrhage, abdominal distension ("bloating"), hydrosalpinx ("fluid in the fallopian tube") and abdominal pain upper ("still getting pains from luq"). The patient was treated with ibuprofen and paracetamol as well as surgery (essure removed on (B)(6)2019 via hysterectomy. And endometrial ablation on (B)(6) 2015).essure was removed on (B)(6) 2019. The patient died on (B)(6) 2022 and the reported causes of death were ovarian cancer metastatic, cerebrovascular accident and acute kidney injury. By the time of death, the pain had resolved. The outcomes for uterine perforation, device dislocation, bladder disorder, gastrointestinal disorder, abdominal distension, hydrosalpinx, abdominal pain upper and the last episode of genital haemorrhage were unknown. The reporter considered abdominal distension, abdominal pain upper, acute kidney injury, bladder disorder, cerebrovascular accident, device dislocation, gastrointestinal disorder, the first episode of genital haemorrhage, the second episode of genital haemorrhage, hydrosalpinx, ovarian cancer metastatic, pain, pelvic pain, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: essure removed on (B)(6) 2019 via hysterectomy. "Any continuing symptoms? No" reported for heavy/abnormal bleeding and localised pain (newly added events, outcomes regarded as "resolved"). On (B)(6) 2019, the patient was diagnosed with ovarian cancer (malignant neoplasm of ovary) and on (B)(6) 2019, the surgeries were performed (supra-colic omentectomy, ablation of diseases in the hemi-diaphragm, ablation of mesenteric disease of the small intestine, rectosigmoid colectomy with primary anastomosis with formation of a dysfunctional loop liestomy, adhesiolysis and peritoneal ureterolysis of separation of the anterior abdominal wall) - diagnosis: invasive cancer. On (B)(6) 2020, the patient was diagnosed: pleural effusion, primary malignant neoplasm of ovary acute. Operative procedure: insertion of tube drain into pleural cavity, approach to organ under CT scan control, left side operation. Consumers instructions were that she became aware her symptoms may be linked to the essure device on (B)(6) 2019 admitted to hospital due to increased sob. She had an echo which rules out pericardial effusion. Struggling over weekend with worsening symptoms ascites pleural effusion. Suspected uti, complex admission with multiple diagnoses, tubo-ovarian cancer, hydronephrosis req, rapid pall discharge. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2021: recurrent high-grade serous carcinoma, in keeping with tubo-ovarian origin. Stage 4a ovarian high grade serous cancer. [Computerised tomogram] on (B)(6) 2019: small right sided pleural effusion along with ascites ¿ significant amount of fluid drained but reasonable amounts of fluid reaccumulating in her abdomen; on (B)(6) 2021: there is bilateral filling defect in the segmental pulmonary artery branches of the right lower lobe middle lobe, right upper lobe and left lower lobes. Appearances are consistent with pe. More worryingly, there is a large pericardial effusion, with features suggestive of cardiac tamponade. [Computerised tomogram head] on (B)(6) 2017: normal. [Hysteroscopy] on (B)(6) 2015: normal anteverted uterus, not bulky and no polys or fibroid werte. The right essure was clearly seen with coils in the cavity. Only the very tip of the left essure was visible. A novasure ablation was carrier out [mammogram] on (B)(6) 2019: ense breast parenchyma with no abnormal masses or microcalcification. [Oesophagogastroscopy] on (B)(6) 2016: normal. [Pathology test] (date unknown): atient diagnosed with high grade serous carcinoma. Sections derived from a pathology sample containing tumour tissue stated to have 20-50% neoplastic cell content have been sent for somatic brca1/2 mutation testing. Germline brca1/2 status is wild-type result: no pathogenic mutation detected. Comments: no clearly pathogenic brca1/2 mutation was identified. During analysis we did identify a variant of unknown clinical significance brca2 c.8332-11a>t in 6% reads specimens: a. Omentum. B. Uterus, cervix, tubes and ovaries. C. Anterior abdominal wall. D. Sigmoid donut. E. Rectal donut. F. Deposits from upper abdomen. G. Right anterior abdominal wall. H. Rectosigmoid colon. J. Tumour from anterior abdominal hernia wall. K. Right paracolic gutter. L. Tumour deposits from small bowel. Clinical information: high grade serous carcinoma on cytology. Today had debulking surgery. Gross description: uterus, cervix, both tubes and ovaries: the hysterectomy specimen measures 85 mm from fundus to cervical os, approximately 45 mm transversely and 40 mm anteroposteriorly the endometrium appears ablated and there is possible old blood clot at the isthmus measuring up to 10 mm. The myometrium otherwise appears largely normal. The serosal aspect is markedly roughened with possible tumour nodularity at the anterior peritoneal reflexion the left fallopian tube has a length of 45 mm and measures 7 mm in diameter. The fimbrial end is included. The left ovary measures 38 x 35 x 32 mm and appears disrupted with marked roughening of the surface with a solid and cystic appearance. Slicing reveals possible involvement of the surface by tumour with some cystic spaces with internal papillary projections also noticed. The right fallopian tube measures 45 mm in length by 7 mm in diameter and includes fimbrial end. The right ovary measures 38 x 28 x 22 mm and is roughened and slightly nodular on the surface. Slicing reveals ossible involvement by tumour with focal cystic space also noted and tumour nodules on the surface. Of note metal wires are present in the lumens of both fallopian tubes. Microscopy: uterus, cervix, both tubes and ovaries. Sections from the cervix show normal ectocervical and endocervical epithelia. There is no cin, cgin or invasive malignancy. The cystic lesion noted macroscopically is inspissated endocervical secretions within the canal. There is no atypia or malignancy. The endometrium appears ablated with no residual endometrial epithelium to see. The serosal surface is infiltrated by high grade serous carcinoma. Sections from both ovaries reveals that they are infiltrated by high-grade serous carcinoma associated with psammomatous calcification. There is focal serosal surface infiltration by high-grade serous carcinoma. Final diagnoses: uterus, cervix, bilateral fallopian tubes and ovaries, right and left anterior abdominal wall, anterior abdominal hernia wall, upper abdomen, omentum, rectosigmoid colon, right paracolic gutter and small bowel: high-grade serous carcinoma of likely ovarian origin involving both ovaries. Involves omentum and surfaces of right and left abdominal wall, anterior abdominal hernia wall, upper abdomen, rectosigmoid colon, right paracolic gutter, uterus and tubes and small bowel. Vessel space invasion identified. No involvement of muscularis propria or mucosa of large bowel. Largest omental deposit 45mm (macroscopic). No stic lesions identified. Peritoneal washings positive, [stomach scan] on (B)(6) 2016: normal. [Ultrasound scan] on (B)(6) 2019: shows a 16mm area of fibrosis; on (B)(6) 2019: which has shown a large volume of ascites but no obvious mass within abdomen or pelvis the radiologist has commented one of essure coils has been perforated the uterus.; on (B)(6) 2019: hows left sided mass maybe malignant ascites. Cytology of fluid are those of high-grade serous adenocarcinoma of primary peritoneal or tubo-ovarian origin; (date unknown): feels ascites would be drainable, best approach would be from left flank 7cm in both rif and lif left flank measuring 60 x 68 x 61 mm. Does not appear connected with a kidney or communicate with the remaining ascites. Left iliac fossa large pocket of free fluid was targeted for drainage [x-ray] on (B)(6) 2014: two small metallic wires projected on either side of the sacrum. No bony abnormality. Normal joints. And fluid in the fallopian tube; on (B)(6) 2014: this confirmed they are correctly positioned and can now be used as-a permanent method of contraception. Lot number: b06102 manufacturing date:2013-03 expiration date:2016-03. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-may-2024: new events as cause of death , cerebrovascular accident, acute kidney injury were added. Event ovarian cancer updated as metastatic ovarian cancer. New reporters & patient aka name updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.